Manufacturer narrative:
Firing mechanism damaged. Evaluation summary: the device was returned in good visual condition, loaded with a 2/3 partially fired cartridge that was in good visual condition and with the lockout in the normal condition. No functional testing could be performed as the firing mechanism was damaged. When disassembled, two firing triggers were broken.

Event description:
It was reported that during a zenkers diverticulostomy procedure, the device misfired. Another device was used to complete the case with no pt consequence.